Event description:
As stated by the customer (B)(6) 2012: tub tilted forward and to the right when filled. Right rear bolt holding legs broken.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital equipment (B)(4). Additional information will be provided upon conclusion of the manufacturer¿s investigation.